Event description:
User facility reported physician performed a novasure procedure and post ablation performed a hysteroscopy and on placing the scope found that the scope had immediately exited the uterine fundus. Physician stated that he felt he caused the perforation by pushing the novasure device too hard against the top of the uterine cavity. About 10 days after the procedure, the patient represented with abdominal pain. She underwent a laparoscopy and was found to have a small bowel perforation. The cause of the perforation was not immediately known. Patient had a resection and is recovering.

Manufacturer narrative:
Because the product was not returned, no physical or visual analysis of the product could be performed, and the lot number for this product is unknown, therefore, the manufacturing records could not be identified for review. The cause of the reported difficulties could not be determined. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall, it is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.